Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: visual inspection: the drill bit for 5.0mm recon screws/large qc (p/n: 03.010.228, lot number: u146936) was received at us cq. Visual inspection of the complaint device showed the tip of the drill bit had broken off. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the tip of the drill bit had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.010.228, synthes lot number: u146936, supplier lot number: u146936, release to warehouse date: jan 4, 2012, supplier: (B)(4), no ncr¿s were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 that the drill bit broke when drilling for a 5.0 recon screw. The broken tip was removed and the hole was drilled with new drill. There was a ten (10) minute surgical delay and additional x-rays to locate the tip and remove it were taken. The procedure was successfully completed with no patient consequence. Concomitant device reported: unk - drill (part# unknown; lot# unknown; quantity: 1). This report is for one (1) drill bit for 5.0mm recon screws/large qc. This is report 1 of 1 for (B)(4).